Event description:
It was reported that the insulin pump could not be rewound. It was stated that the reservoir was not fitting into the compartment because the piston did not back down completely and insulin was squirting out of the tubing. The reservoir had to be pushed with force to get it to go into the compartment. The alarm history did not show any off no power, low battery or battery out limit alarms. It was stated that the customer was wearing the insulin pump during prime but did not have low blood glucose. Customer experienced high blood glucose. Current blood glucose was 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.